Manufacturer narrative:
This report references the same patient as (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovered from this peritonitis event. The patient reported they are not on hemodialysis. No additional information is available.